Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-05. The patient reported that the cause of the inability to increase stimulation was due to her using the unit incorrectly. The patient reported that she was turning the device off. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient couldn't increase stimulation. The patient services specialist (pss) had the patient connect to the ins and patient stated that they didn't see the lightning bolt indicating that power was on. Pss walked through turning stimulation on. The issue was resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.